Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. However, the customer was able to clear the alarm and resume insulin delivery. The customer's blood glucose (bg) level was 427 mg/dl and delivered a bolus with the pump to manage bg level.